Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the act button worked intermittently when priming. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump had unresponsive act, esc and down arrow buttons due to flattened button dome switches. The pump was received with minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.